Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient experienced a blood glucose (bg) reading of 369 mg/dl with symptoms of dehydration and an unspecified level of ketones. The patient was hospitalized and treated by the health care provider on (B)(6) 2016. It was also reported that the patient discontinued pump therapy. Customer technical support has made several attempts to contact the reporter in folllow-up; however, no additional information was obtained. If additional information is provided, a follow-up report will be submitted. This complaint is being reported based on the allegation that the patient experienced hyperglycemia, and it could not be determined if the event was associated with pump use.